Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Event description:
New information received notes that the death was not device related. The patient had been treated for a pseudoaneurysm via surgery. The surgical wound in the leg began bleeding and the patient went to the ER, but refused debridement of the wound and was released. The bleeding occurred again on a later date, and the patient expired due to blood loss before the ambulance could arrive. It was reported that the patient expired from exsanguination from the right pseudoaneurysm.